Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range hv lead impedance greater than the upper limit was observed via remote transmission. The patient was asymptomatic. Patient was presented in clinic for further assessment. Programming changes were made; the patient will continue to be monitored.